Event description:
It was reported that on (B)(6) 2012 the patient developed dyspnea and the patient was diagnosed with pneumonia and hospitalized. On (B)(6), the patient had restricted breathing accompanying the increased gabalon dosage. The increased dosage was the suspected cause when the patient was consulted by the physician. During hospitalization the patient¿s dose was then reduced to 80 microg/day. It was also reported that the patient experienced respiratory depression due to the increased dosage of baclofen.

Manufacturer narrative:
Concomitant product: product ID 8711, lot # n086325035, product type catheter. (B)(4).